Manufacturer narrative:
The report that the returned ipg was unable to communicate with the clinician programmer (cp) was confirmed. Analysis of the ipg found that ¿as received¿ it was inoperable. The inability to communicate between the clinician's programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state on 21may2024. The cause is unknown as the patient did not report any procedure or therapies that they had on or near this date.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Corrected date: h6 medical device problem code.

Event description:
It was reported that the patient¿s ipg was unable to communication with external device following an unrelated surgery. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.